Event description:
Doctor was intending to put in a pigtail catheter into the renal pelvis for an external urinary drainage. After initial puncture with the chiba needle, the stainless steel wire was inserted into the pt. However, during the manipulation of the wire, it started to uncoil and a piece of the wire broke off into the pt's body. Several attempts were made to retrieve the broken piece but was unsuccessful. The pt was then sent back to await for a retrieval operation the next morning on (B)(6), 2011. The pt had to undergo a surgical operation in the ot to retrieve the remaining wire left inside the pt's body.

Manufacturer narrative:
(B)(4) removal of device portion is not labeled in the IFU. (B)(4) breakage is labeled. No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." In previous complaints, we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design spec. In this specific case, the event description does make clear whether the "manipulation of the wire" occurred prior to removal of the needle or within the needle. In the absence of more definitive evidence the root cause in inconclusive. We will continue to monitor for similar complaints. No actions are necessary. Per quality engineering risk assessment, there is insufficient risk.